Event description:
It was reported that after the lead implant procedure, atrial lead dislodgement was observed. Programming change was made on the device. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.